Event description:
It was reported to boston scientific corporation in 2008 that, the procedural kits are routinely damaged." Reportedly, when the system is cold the system would be fine, but when the system gets hot one of the rollers in the system would stop rolling, and thus creating friction and cutting the kits open." According to the complainant, there was no procedure or patient involvement.

Manufacturer narrative:
A functional evaluation of the hta console revealed that the console had pump rollers that were not working properly. The pump roller assembly was replaced and the unit passed the hta logic and full wet tests. The most likely cause of the malfunctioning pump rollers was due to the wear and tear caused by improper cassette installation.